Manufacturer narrative:
The event occurred in (B)(6). (B)(6).

Event description:
Caller reported blood glucose results of 563 mg/dl on inform system 1, 251 mg/dl on inform system 2 within 10 minutes. Both system had passed valid controls. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.